Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device's plug unit and scope connector were both found dirty with foreign material due to water intrusion. There was no patient involvement.